Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection determined that the silicone insulation on the cold jaw was observed to be peeled and detached at the tip but remained attached at the center and at the base. This left the metal beneath the tip of the cold jaw exposed. The detached portion of the silicone insulation was not returned to the factory. Based on the returned condition of the device, the reported failure mode "peeled jaw" was confirmed. Specific actions for the reported failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip looked strange, no silicone cover on it. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip looked strange, no silicone cover on it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.